Event description:
Patient had injection in nlfs. The initial results were good, but 8-10 weeks after injection the patient had swelling, redness, hardness and pain. She went to her doctor, who did not perform the injections, with area drainage and was treated with antibiotics and hyaluronidase. She returned 4 days later - her condition had improved but was not resolved.

Manufacturer narrative:
Per product labeling, product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.